Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon popped on the short port. The pieces were retrieved without any issues or without the need to make any additional incisions. No pt complications were reported.